Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in 2008 in the pt's left (os) eye. The lens was explanted 10 days later, due to inadequate vaulting. The lens was exchanged for a longer lens.